Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer- additional information. H6: event problem and evaluation codes- additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and fail due to no voltage in the transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information."

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.